Manufacturer narrative:
The retained samples and the returned customer sample of the same lot number was investigated visually. The retained samples showed no deviation. The returned customer sample showed the claimed malfunction. A root cause analysis showed that the most likely cause for the mix-up was a cable misplaced by personnel of our company or of the supplier. In addition the connector was not tested for continuity as this would have revealed the presence of a wrong connector. After investigating this incident we have set corrective and preventive actions in our production: the assembly lines have been equipped with clearly marked glass surface plates guiding the workflow and the placement of semi-assembled electrode sets. The assembly lines have been equipped with screens compartmentalizing lines and blocking off views to other lines and thus opportunities for distraction. Assembly personnel have been retrained and been made aware of potential consequences of a connector mix-up in addition, the assembly operation had been moved to a new facility in 2012, much more spacious than the facility operated where in 2011 the product involved had assembled. During an FDA audit from 11/17/2014 - 11/20/2014, it was determined that we failed to report this malfunction to FDA at the time. We deeply regret this file a report today.

Event description:
On (B)(6) 2013, we have been informed of a malfunction on a defibrillation electrode skintact df20n with (B)(6) ambulance service, (B)(6), in a moving ambulance en route to (B)(6). The crew of an ambulance wanted to apply a skintact defibrillation electrode set df20n labeled for use with lifpak 12 defibrillators on a patient who was in respiratory arrest in preparation for full cardiac arrest. Upon opening the sealed pouch, they found that the connector at the end of the electrode cable was the wrong type, despite the packaging being correct. This led to a delay in the patient being connected to the defibrillator whilst the crew reconnected using an AED machine. According to an incident web report form completed on (B)(6) by (B)(6) ambulance, (B)(6), the event caused no harm/injury to the patient.